Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical facility visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient is in a medical facility for anxiety. The patient's blood glucose (bg) values reached 500 mg/dl and the staff gave the patient a manual injection with a pen and changed out the pod. The pod was worn between 4 and 24 hours on the abdomen.